Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 31 events were reported for this quarter. Product return status: 30 devices were received for evaluation. One device was not available to stryker for evaluation. Evaluation status: 9 events were confirmed during testing. Four devices were found to be affected by corrosion. Five devices were found to be affected by a lubrication problem.twenty-one device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 31 malfunction events in which the device reportedly overheated. Thirty events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 1 event was initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation. Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused. H3 other text : device not returned.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 31 malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 21 previously reported events are included in this follow-up record. Product return status: 1 device was reported as not available to stryker for evaluation.   Evaluation status: 8 reported events were confirmed during testing.  4 devices were found to be affected by a lubrication problem. 4 devices were found to be affected by corrosion. 4 reported events were not confirmed during testing; however: 2 devices were found to be affected by corrosion. 2 devices were found to be affected by a lubrication problem. 7 reported events were not confirmed during testing; the devices were found to be within specifications. 1 device evaluation is in progress.   Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed and reused.